Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-02577 and 1225714-2013-02578. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted the patient experience was sudden in nature and the patient expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products: associated MDR # 1225714-2013-02577.